Manufacturer narrative:
Failure analysis on the returned cpu board shows that the customer reported problem of back-up alarm failed was not duplicated. The cpu board was tested and no problem found.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error.the customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the cp board twice on this unit to address the reported back-up alarm failed error. Failure analysis on the returned cpu board cpu pcpa s/n- (B)(4) shows that the customer reported problem was not duplicated. No problem found with this cpu board.